Manufacturer narrative:
Lift power coil cable.

Event description:
It was reported by svc report that the foot end lift was stuck in high height. No pt involvement or adverse consequences are reported.